Event description:
A customer reported to baxter corporate product surveillance (cps) of an unknown quantity of empty all-in-one eva container for gravity transfer in which leaking occurred at the bag seam. The event occurred after filling with an unknown amount of gammagard and hanging the bags for administration. The manufacturer of the sets used with this bag has not been identified. The leakage was noticed during an infusion on a at home-patient. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.